Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure at the time of surgery.

Event description:
Matristem wound matrix was topically applied to a wound. The patient subsequently experienced alleged cellulitis of the left leg and ankle which reportedly required hospitalization and surgery.